Manufacturer narrative:
The cannulated poly screwdriver shaft was returned for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the part. The device was then sent to fracture analysis. Analysis found evidence that the driver underwent a quasi-static overload failure. No material defects or other abnormalities were observed in this analysis. DHR review identified no issues during the manufacturing and release of this device that could contribute to the problem reported by the customer. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause of the driver shaft tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required.

Event description:
Complaint received from (B)(6) , synthes quality engineer. Noted during express care incoming inspection in monument. Tip is broken.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.